Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead demonstrated oversensing with r-r intervals shorter than 180 ms physician decided most likely rapid oversensing of make-break potentials. Lead impedance trend and individual measurements were with in normal range.